Event description:
Second hip dislocation of patient implanted with a margron-dtc hip replacement after excessive bending (likely outside the range of motion of the implant). Successful closed reduction carried out. Long term implant. Event attributed by surgeon to non-compliance by patient. Further comments by surgeon suggested that use of capsular resection procedure may also have contributed to the dislocation. No serious injury to patient.

Manufacturer narrative:
Due to this event being a second dislocation for this patient, issues with the implant or the surgery cannot be conclusively ruled out. At this time there is insufficient information to draw any conclusions. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the (B) (4) orthopaedic association in its 2007 (B) (4) national joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.